Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm due to moisture damage on the keypad traces. Moisture was found on the lcd glass. The pump had cracked belt clip slot and scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The customer believed that the pump was exposed to moisture and he stated that there was fluid under the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.